Event description:
It was reported that the right ventricular lead showed high impedances and the impedance fell back into range, then the lead exhibited high impedances again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.